Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint and lifted traces. No moisture damage found inside the device. It was also received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. It was stated that the device was exposed to moisture by bicycling under the rain. The blood glucose at the time of the incident was 15.4 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.